Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of occlusion at the infusion set tubing on (B)(6) 2024.the blood glucose level was 600 mg/dl at the time of event and therefore it was treated with correction bolus via pump. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint: (B)(4) has been evaluated. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 11 for the code " occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded)" complaint investigations. 1 used set was provided and there is visible the soft cannula was kinked at the tip. The following test was performed: visual test according to work instruction version 18. 1 used set failed the test. Visual test according to work instruction version 39. 1 used set passed the test. Functional test 1 according to work instruction version 9. 1 used set passed the test. Since no lot number is available. A detailed investigation or batch review cannot be conducted. Conclusion summary of the related event: as a result of the following: 1 used cannula part was found with the soft cannula kinked at the tip, failure found is not related to manufacturing process, harm reported is non-reportable. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. Investigation process of the complaint was carried out in accordance work instruction (wi) 3802038 guideline for test of reference samples version 11 for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) complaint investigations. 1 used set was provided and there is visible the soft cannula was kinked at the tip. The following test was performed: visual test according to wi 4902126 version 18. 1 used set failed the test. Visual test according to wi 4902301 version 39. 1 used set passed the test. Functional test 1 according to wi 4802122 version 9. 1 used set passed the test. Since no lot number is available. A detailed investigation or batch review cannot be conducted. Conclusion summary of the related event: as a result of the following: 1 used cannula part was found with the soft cannula kinked at the tip, failure found is not related to manufacturing process, harm reported is non-reportable. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the on market quality review (omqr) procedure.